Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete. After connecting the pump to a power source, an unspecified malfunction alarm occurred. Customer's blood glucose level was 135 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.